Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 10-oct-2023, the device evaluation has been updated as follows: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection revealed that the side port of the device was found separate (not broken). For this failure, an external manufacturing investigation was requested, and it was concluded that the glue bond between the tube and hub was inadequate, and this could have been the result of either insufficient glue application or the result of improper curing of the ultraviolet (uv) glue. Device history record was performed for the finished device 00002229 number, and no internal action related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate the issue. Therefore, the h 6. Investigation findings code of ¿manufacturing process problem identified (c16)¿, and h 6. Investigation conclusions code of ¿cause traced to manufacturing (d03)¿ have been added as related to the external manufacturing investigation conclusion.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 02-may-2023. The device evaluation was completed on 09-may-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a side port broken issue occurred. It was reported by the biosense webster inc. (Bwi) representative, that during a procedure, the line disconnected from the valve on the vizigo¿ sheath. The side port (stopcock/three-way valve) is the section that had an issue of ¿totally separate¿. The sheath was being used on the patient. The bwi representative is unaware if air entered the patient¿s body and not sure of the exact amount of blood that was lost but it was not much, and it was towards the end of the case. A baylis nrg transseptal needle was used. The physician reported that this occurred as he was manipulating his ablator and pulled it out of the body. No troubleshooting was performed. The procedure had already been completed. No adverse patient consequence was reported. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the side port of the vizigo¿ sheath was observed broken. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection revealed that the side port of the device was found broken; nevertheless, according to the picture provided by the customer, the other part of the port was observed with adhesive residues, concluding in a good manufacturing assembly. This failure observed could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. Device history record was performed for the finished device 00002229 number, and no internal action related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a side port broken issue occurred. It was reported by the biosense webster inc. (Bwi) representative, that during a procedure, the line disconnected from the valve on the vizigo¿ sheath. The side port (stopcock/three-way valve) is the section that had an issue of ¿totally separate¿. The sheath was being used on the patient. The bwi representative is unaware if air entered the patient¿s body and not sure of the exact amount of blood that was lost but it was not much, and it was towards the end of the case. A baylis nrg transseptal needle was used. The physician reported that this occurred as he was manipulating his ablator and pulled it out of the body. No troubleshooting was performed. The procedure had already been completed. No adverse patient consequence was reported. The side port broken issue is MDR reportable to the us FDA.